Event description:
It was reported during an open lobectomy procedure, they used the device and 3/4 way through the initial firing the trigger locked out and they could not have a complete firing on the first firing. The device stapled and cut 50 mm on the first firing 3/4 down the staple line. All the drivers were showing on the cartridge. They continued to use the device and used 3 reload cartridges and they did not encounter the problem again. There was no patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.